Manufacturer narrative:
After secondary clinical review of this file performed on 10-feb-2021, it was decided to remove clinical code "infection" to more accurately capture the reported event. In addition, the mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation of the smooth saline-filled silicone breast implant, white material was observed on the shell. No damages or leaks were noted during the visual inspection. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Additional investigation via infrared spectroscopy was performed to identify the chemical composition of the material observed, and it revealed aldehyde-based material presumably a monolaurin compound; however, no biological material was detected during the evaluation. The source of origin of the material observed remains unknown. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Multiple attempts were performed to gather the lot number of the sample, however, no additional information could be obtained. Since the implant lot information is not available, no device history records could be evaluated. It should be noted that mentor saline breast implant shells are manufactured in a control environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per the receipt of the complaint device, mentor became aware that the suspect medical device is a 300cc mentor saline breast implant with unknown catalog number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 325cc mentor smooth round moderate plus profile saline breast implant has experienced left-sided implant deflation and capsular contracture (grade unknown) postoperatively. As a result, the patient underwent explantation and replacement with like device, catalog # 3502325, left serial # (B)(4) on (B)(6) 2020. In addition, health professional also reported an infection involving mycosis in the implant. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. If additional information is received, a supplemental report will be submitted as applicable.